Event description:
Pt called lfs in 5/03 alleging their ot ultra meter was missing segments. Pt could not see the middle digit of a three digit number. They noticed the segments were missing yesterday evening. They obtained a reading of 15.6mmol/l, took 16 units of insulatard, and ate a biscuit. No serious injury reported. The issue was not resolved with troubleshooting. No further info has been reported.